Event description:
Additional information: it was reported that the physician implanted the pump "upside down". It was also reported that "they just couldn't refill the pump, so they flipped it up and everything is fine". The medication used in the pump was dilaudid. The patient was reported to be doing well.

Event description:
A flipped pump was reported. Per the reporter this was confirmed. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter.